Event description:
A blank white screen was reported. There was no pt contact and no pt injury. There was a surgery delay of 15-20 minutes for the bedside procedure. There was no adverse pt event.

Manufacturer narrative:
Integra has completed their internal investigation on 10/13/2015. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: the customer complaint incident was confirmed and duplicated. The service center identified the power board was defective. The DHR pack appendix 2 was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: 2013 ¿ feb. No non-conformance reports were raised during the manufacturing process for this monitor. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Rate of occurrence: during the time period ¿jun 2014 to jun 2015¿, the quantity of complaints over the review period with the key word identified in the complaint review (5) can therefore be calculated as (B)(4) of procedures. Conclusion: the root cause was identified as a defective power board. Ncr was initiated to as a result of a complaint trend of cam02 and lcx02 monitor power board, the scope of the ncr is to investigate the power board failures specifically to component level.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.